Event description:
It was reported that the customer's insulin pump had cracks near the battery compartment and around the display window. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.